Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to unknown reason. Patient is recovering just fine postoperatively. The hospital disposed of the products. Additional information stated that the patient was experiencing inadequate pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 18766449 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 18546019 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 18565706 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to unknown reason. Patient is recovering just fine postoperatively. The hospital disposed of the products.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 18766449, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 18546019, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 18565706, UDI: (B)(4).